Event description:
Customer said he had a pod, which he did not think was delivering insulin correctly, and as his bg continued to rise, he had to visit the emergency room for dka. He was not admitted to the hospital. He had not kept the pod and could not provide lot or seq numbers. When he removed the pod, he saw that the cannula was out, but he did not think it had gotten into his skin. The cannula was not bent or kinked, and the site was not red or bumpy. He said that the adhesive around the cannula was very wet and smelled like insulin. No further information has been reported regarding this event.

Manufacturer narrative:
The device that was in use at the time of the reported event was removed and disposed of so no evaluation is possible. Unable to confirm any product malfunction that may have caused or contributed to the reported event. No conclusion can be drawn. The product user guider instructs the user to "check infusion site frequently for proper cannula placement." It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.